Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product. The evaluation revealed the reported guide wire to be the primary product. No associated products were reported. An investigation and a review of the DHR were not possible because neither the product, nor the catalog number and lot code were provided. The root cause of the guide wire breakage is unknown. Most likely the guide wire tip was cut off during reaming, maybe the guide wire tip was deformed (due to insertion into the marrow channel or it was pre-deformed by the user). A re-usage and / or pre-damaging during previous surgeries cannot be excluded. The IFU includes that the geometry of the instruments shall not be changed (i.e. Bending); carefully handling during reaming is recommended to avoid instrument damages. Furthermore it is not allowed to drill into metal parts. A more previse evaluation is not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported via FDA by medsun mandatory and voluntary report #(B)(4)that "during a femur nailing procedure guidewire tip broke and remained in bone."

Event description:
It was reported via FDA by (B)(4) mandatory and voluntary report (B)(4) that "during a femur nailing procedure, guidewire tip broke and remained in bone."